Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the defective monitor. Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (unable to charge or power on a monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause for the loose bus bar could not be positively identified. No adverse event resulted from the defective battery.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was causing "adjust belt" messages. A us distributor returned battery pack sn (B)(4) and reported that the battery was unable to charge or power on a monitor.